Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the stent was unable to cross the lesion. Access was obtained via a radial approach. The 80% stenosed, 2.75x20mm, de novo, fibrotic target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 20 x 2.75mm taxus liberte drug eluting stent was advanced to treat the target lesion; however the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed stent damage and stent moved on the balloon.

Manufacturer narrative:
(B)(4). Device is combination product. Visual and microscopic examination identified that the stent moved distally on the balloon. The proximal edge of the stent was approximately 18mm from the distal edge of the proximal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. A visual examination identified distal stent damage. Stent struts on rows 1 to 5 were misaligned. The outer diameter (od) of the stent area where no damage was present was measured met specification. The remaining balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).